Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) minicaps were damaged/malformed and could not be used. This was identified at the moment to connect the minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Three minicaps were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Device-device interaction was completed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.